Manufacturer narrative:
Complaint conclusion: as reported in the radiancy study, the patient experienced vasospasm, a grade 1 hematoma, and left radial artery occlusion. The patient met all the inclusion and exclusion criteria for the study. As per the procedure details, a duplex ultrasound of the radial access artery was performed, and the diameter of the palpable radial artery was 2.5 mm. An angiogram was also performed pre-procedure. The target lesion was located at the external iliac artery, described with no vessel calcification, 10 mm long, with a reference vessel diameter of 7 mm. There was 80% stenosis of the vessel observed. Before insertion of a 4f 10 cm unknown sheath, 5ml of heparin was administered. Xylocaine was then administered. The sheath was exchanged for a 6f 110 mm brite tip radianz long dedicated trans-radial guiding sheath. After this sheath was inserted, vasospasm was appreciated. This event was related to the procedure. The vasospasm was treated with verapamil. Insertion into the peripheral vasculature through the radial artery was successful and there was successful passage of the guidewire across the target lesion. Pre-dilation of the target lesion was performed with a 6mm x 3 cm saberx radianz balloon catheter that was inflated to a maximum pressure of 8 atm. Insertion, of the saberx radianz balloon catheter, into the peripheral vasculature through the radial artery was successful. Inflation, deflation, and withdrawal of the balloon catheter was also successful. A 7 mm x 30 mm x 130 cm s.m.a.r.t. Radianz stent delivery system (sds) was inserted into the radial artery. Stent deployment and withdrawal of the device was successful. There was 0 % residual stenosis. Post-dilation was achieved with the use of the 6mm x 3 cm saberx radianz balloon catheter and was inflated to a maximum balloon pressure of 8 atm. There was 0 % residual stenosis. The device was deflated successfully, and the guiding sheath was withdrawn successfully. Hemostasis was achieved with a radial compression device. There was no pain during sheath insertion, procedure, or sheath removal. One day post-procedure, a grade 1 hematoma and a mild left radial artery occlusion was noted. The hematoma was 20mm in diameter. It did not require treatment and the patient remained asymptomatic. The radial artery occlusion in this patient was not related to the study device (stent or balloon). It cannot be definitively ruled out that it is related to the 4f sheath, that is initially used, the 6f sheath or the radial compression band. However, since a small hematoma developed under the radial compression band, it is assumed, that it is related to this incident, more than to the sheaths. These complications were found to have a causal relationship to the procedure but not to the study device used. Currently, the patient appears to be recovering from this complication and is being treated with a regimen of medications including, oleovit d3, rosuvastin, clopidrogrel, pantoprazole, and thromboass. The brite tip radianz was not returned for analysis. A product history record (phr) review could not be performed because the lot number for this product is unknown. The saber radianz was not returned for analysis. A product history record (phr) review of lot 82240014 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The s.m.a.r.t. Radianz was not returned for analysis. A product history record (phr) review of lot 18067018 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the devices or images for analysis, the reported events ¿vasospasm, haematoma and arterial occlusion¿ could not be confirmed. Vasospasm is a known potential complication and is documented in the IFU as such. It can be caused by device manipulations inherent in any procedure causing endothelial irritation. The hematoma and radial artery occlusion were noted one day after the procedure. Therefore, post procedural factors relating to the radial compression band are a likely cause of these events. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, air embolism, allergic reaction (contrast medium and medications), embolic stroke/cerebral infarct, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, intimal tear, ischemia, necrosis, pain, perforation of vessel wall, peripheral nerve injury, thrombus formation, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion)¿ based on the information available and the phr review, there is no indication that these events are related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Upon review of additional information, there was no presence of vasospasm that occurred in this study. Therefore, this event no longer meets the definition of an adverse event. The event is still reportable for the adverse event of "arterial occlusion". Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the radiancy study, the patient experienced a left radial artery occlusion and a grade 1 hematoma. The patient met all the inclusion and exclusion criteria for the study. As per the procedure details, a duplex ultrasound of the radial access artery was performed, and the diameter of the palpable radial artery was 2.5 mm. An angiogram was also performed pre-procedure. The target lesion was located at the external iliac artery, described with no vessel calcification, 10 mm long, with a reference vessel diameter of 7 mm. There was 80% stenosis of the vessel observed. Before insertion of a 4f 10 cm unknown sheath, 5ml of heparin was administered. Xylocaine was then administered. The sheath was exchanged for a 6f 110 mm brite tip radianz long dedicated transradial guiding sheath. Insertion into the peripheral vasculature through the radial artery successful and there was successful passage of the guidewire across the target lesion. Pre-dilation of the target lesion was performed with a 6mm x 3 cm saberx radianz balloon catheter that was inflated to a maximum pressure of 8 atm. Insertion, of the saberx radianz balloon catheter, into the peripheral vasculature through the radial artery was successful. Inflation, deflation, and withdrawal of the balloon catheter were also successful. A 7 mm x 30 mm x 130 cm s.m.a.r.t. Radianz stent delivery system (sds) was inserted into the radial artery. And stent deployment and withdrawal of device were successful. There was 0 % residual stenosis. Post-dilation was achieved with the use of the 6mm x 3 cm saberx radianz balloon catheter and was inflated to a maximum balloon pressure of 8 atm. There was 0 % residual stenosis. The device was deflated successfully, and the guiding sheath was withdrawn successfully. Hemostasis was achieved with a non-cordis vascular closure device (vcd). There was no pain during sheath insertion, procedure, or sheath removal. One day post-procedure, a grade 1 hematoma and a mild left radial artery occlusion was noted. These complications were found to have a causal relationship to the procedure but not to the study device used. Currently, the patient appears to be recovering from this complication and is being treated with a regimen of medications including, oleovit d3, rosuvastin, clopidrogrel, pantoprazole, and thromboass. The devices were discarded and therefore will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the radiancy study, the patient experienced vasospasm, a grade 1 hematoma, and left radial artery occlusion. The patient met all the inclusion and exclusion criteria for the study. As per the procedure details, a duplex ultrasound of the radial access artery was performed, and the diameter of the palpable radial artery was 2.5 mm. An angiogram was also performed pre-procedure. The target lesion was located at the external iliac artery, described with no vessel calcification, 10 mm long, with a reference vessel diameter of 7 mm. There was 80% stenosis of the vessel observed. Before insertion of a 4f 10 cm unknown sheath, 5ml of heparin was administered. Xylocaine was then administered. The sheath was exchanged for a 6f 110 mm brite tip radianz long dedicated trans-radial guiding sheath. After this sheath was inserted, vasospasm was appreciated. This event was related to the procedure. The vasospasm was treated with verapamil. Insertion into the peripheral vasculature through the radial artery successful and there was successful passage of the guidewire across the target lesion. Pre-dilation of the target lesion was performed with a 6mm x 3 cm saberx radianz balloon catheter that was inflated to a maximum pressure of 8 atm. Insertion, of the saberx radianz balloon catheter, into the peripheral vasculature through the radial artery was successful. Inflation, deflation, and withdrawal of the balloon catheter were also successful. A 7 mm x 30 mm x 130 cm s.m.a.r.t. Radianz stent delivery system (sds) was inserted into the radial artery. And stent deployment and withdrawal of device were successful. There was 0 % residual stenosis. Post-dilation was achieved with the use of the 6mm x 3 cm saberx radianz balloon catheter and was inflated to a maximum balloon pressure of 8 atm. There was 0 % residual stenosis. The device was deflated successfully, and the guiding sheath was withdrawn successfully. Hemostasis was achieved with a radial compression device. There was no pain during sheath insertion, procedure, or sheath removal. One day post-procedure, a grade 1 hematoma and a mild left radial artery occlusion was noted. The hematoma was 20mm in diameter. It did not require treatment and the patient remained asymptomatic. The radial artery occlusion in this patient was not related to the study device (stent or balloon). It cannot be definitively ruled out that it is related to the 4f sheath, that is initially used, the 6f sheath or the radial compression band. However, since a small hematoma developed under the radial compression band, it is assumed, that it is related to this incident more than to the sheaths. These complications were found to have a causal relationship to the procedure but not to the study device used. Currently, the patient appears to be recovering from this complication and is being treated with a regimen of medications including, oleovit d3, rosuvastin, clopidrogrel, pantoprazole, and thromboass. The devices were discarded and therefore will not be returned for evaluation.

Manufacturer narrative:
Updated complaint conclusion: as reported in the radiancy study, the patient experienced a left radial artery occlusion and a grade 1 hematoma. The patient met all the inclusion and exclusion criteria for the study. As per the procedure details, a duplex ultrasound of the radial access artery was performed, and the diameter of the palpable radial artery was 2.5 mm. An angiogram was also performed pre-procedure. The target lesion was located at the external iliac artery, described with no vessel calcification, 10 mm long, with a reference vessel diameter of 7 mm. There was 80% stenosis of the vessel observed. Before insertion of a 4f 10 cm unknown sheath, 5ml of heparin was administered. Xylocaine was then administered. The sheath was exchanged for a 6f 110 mm brite tip radianz long dedicated transradial guiding sheath. Insertion into the peripheral vasculature through the radial artery successful and there was successful passage of the guidewire across the target lesion. Pre-dilation of the target lesion was performed with a 6mm x 3 cm saberx radianz balloon catheter that was inflated to a maximum pressure of 8 atm. Insertion, of the saberx radianz balloon catheter, into the peripheral vasculature through the radial artery was successful. Inflation, deflation, and withdrawal of the balloon catheter were also successful. A 7 mm x 30 mm x 130 cm s.m.a.r.t. Radianz stent delivery system (sds) was inserted into the radial artery. And stent deployment and withdrawal of device were successful. There was 0 % residual stenosis. Post-dilation was achieved with the use of the 6mm x 3 cm saberx radianz balloon catheter and was inflated to a maximum balloon pressure of 8 atm. There was 0 % residual stenosis. The device was deflated successfully, and the guiding sheath was withdrawn successfully. Hemostasis was achieved with a non-cordis vascular closure device (vcd). There was no pain during sheath insertion, procedure, or sheath removal. One day post-procedure, a grade 1 hematoma and a mild left radial artery occlusion was noted. These complications were found to have a causal relationship to the procedure but not to the study device used. Currently, the patient appears to be recovering from this complication and is being treated with a regimen of medications including, oleovit d3, rosuvastin, clopidrogrel, pantoprazole, and thromboass. The brite tip radianz was not returned for analysis. A product history record (phr) review could not be performed because the lot number for this product is unknown. The saber radianz was not returned for analysis. A product history record (phr) review of lot 82240014 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The s.m.a.r.t. Radianz was not returned for analysis. A product history record (phr) review of lot 18067018 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the devices or images for analysis, the reported events ¿haematoma and arterial occlusion¿ could not be confirmed. The hematoma and radial artery occlusion were noted one day after the procedure. Therefore, post procedural factors relating to the radial compression band are a likely cause of these events. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, air embolism, allergic reaction (contrast medium and medications), embolic stroke/cerebral infarct, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, intimal tear, ischemia, necrosis, pain, perforation of vessel wall, peripheral nerve injury, thrombus formation, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion)¿ based on the information available and the phr review, there is no indication that these events are related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Secondary investigation conclusion code of 22 (known inherent risk of device) was added.